Event description:
The customer reported that the system would display a low milliamp error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the generator and adjusted the ma overshoot and verified the ma nulles. The system was tested and found to be working as intended and put back in service.